Event description:
It was reported that the cot dropped. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Spring. Unit was evaluated and repaired by the stryker distributor.